Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea¿ auto suture¿ single use hemorrhoid and prolapse stapler with dst series¿ technology (33mm - 3.5mm) opened by the account. The visual inspection of the device had acceptable results. Visual testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hemorrhoidectomy, the surgeon thought the staples had deployed but they did not. The surgeon used sutures to complete the line. Surgical time was delayed by more than thirty minutes. There were no other adverse events and the patient has been discharged.